Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an empty opened foil and a detached needle of product code vcp359, lot # ml7071 were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. Body fluids and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Per the sample condition, it could not be determined what may have caused the reported incident if any further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2019 and suture was used. The needle pulled off of the suture when it was about to finish sewing up. Changed to another suture to complete surgery. There is no report on patient consequence. No additional information could be provided.